Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm, on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading 160 mg/dl while the bg meter was reading 50 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s insulin pump was suspended and a second set of comparison readings were taken, the cgm was still reading 160 mg/dl while the bg meter was reading 36 mg/dl. The patient was experiencing sweatiness, fatigue, sleepiness, and hypoglycemia. The patient¿s spouse, who was a physician, treated the patient with glucose tablets, glucose gel, and glucagon. After treatment, it was reported the patient¿s ¿readings became normal again¿ reading between 256 mg/dl to 338 mg/dl. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.